Event description:
Additional information received indicates that imaging revealed break of the extension. Surgical intervention took place on (B)(6) 2022 wherein the extension was explanted and replaced with a new extension addressing the issue. Reportedly, therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s extension had impedances. Imaging confirmed that extension is fractured. Reportedly, the impedance was normal prior to an unrelated surgery. Surgical intervention may take place at a later date to address the issue.